Manufacturer narrative:
Age at time of the event: 18 years or older.

Event description:
It was reported that the locking arm was separated the target lesion was located at moderately tortuous celiac. A 10mm/20cm interlock device was selected for embolization of the celiac. During the procedure, the device was attempted to be delivered using a non bsc microcatheter, but it was unable to be pushed into the catheter, so it was removed from the patient's body. It was suspected that the coil was defective, so the procedure was continued after replacing the coil with another of the same (this complaint device). However, the second coil became stuck and couldn't be pushed when it was started to coil up slightly in the celiac. When the coil was attempted to be pulled back, the interlocking arm of the coil detached from the interlocking arms of the pusher wire due to the device being pulled forcibly while it was stuck. The microcatheter was removed. The coil did not remain inside the patient; it was removed using a snare. The procedure was completed with different devices. No complications reported and patient's condition is good.